Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that ¿the stimulator won¿t come on. It says I¿m supposed to call the office.¿ the patient stated that she hadn¿t used equipment for about a week due to being sick with a cold. The patient tried to use the equipment a few days ago but couldn¿t get the equipment to work and stated ¿my back hurts so bad.¿ no further complications were reported.